Manufacturer narrative:
Technician located the bed is bed shop with not stating "nurse call not working". Isolated the problem to connector pins on the pcb board were bent and pushed in. Replaced the board and tested to resolve this issue.

Event description:
Bed in shop with note saying "nurse call" did not work. No injury alleged.